Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was not replicated or confirmed. The device was put through extensive testing including electrical safety testing without duplicating the report. The device log does not capture the electrical safety testing process. It was recommended to replace the analog board and sync cable as a precaution. However, the customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.